Event description:
A report was received that a pt's precision system was explanted. The pt's ipg site was red and irritated. The pt had a small amount of infection around the ipg site. The physician contributed the infection to the pt's diabetes and inability to heal. The pt was prescribed antibiotics and is reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned to bsn for evaluation. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted device found them to be satisfactory. This is the final report.